Event description:
Customer was hospitalized with dka. Tech began troubleshooting during the phone call, but the customer refused to continue. Customer stated their doctor said the pump is responsible for the high bgs and they would no longer use it.